Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer saw insulin on the back of the pump when the cartridge was removed. The customer's blood glucose level was 380 mg/dl and it was addressed with a bolus via the pump. The customer loaded a new cartridge successfully.